Event description:
The surgeon implanted a lens. Surgeon removed the lens and a vitrectomy was performed. Then an anterior chamber lens was implanted. It was unknown if there was a problem with the lens. The reporter said the event could have been related to the pt's weak capsule. No post op problems with the pt.